Manufacturer narrative:
Section d4 - no serial number was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced no external power alarms and low voltage alarms that the patient claimed the batteries weren't at one bar. The patient also noted they had a random self test fire off without them doing it themself. The event log captured power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit on (B)(6) 2024. This was caused by an interruption of power to the mpu. There was no interruption to pump support during these events due to the emergency backup battery (ebb). The alarms resolved when the mpu regained power. The log file was otherwise routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, the mpu was not returned for product testing. From the submitted log files on (B)(6) 2024 at 23:06:34, and on (B)(6) 2024 at 7:48:06 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored to the mpu. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. There was not enough information provided by the customer to perform a design history record review. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.